Event description:
Pt implanted in 1999 in nasolabial, lips, upper vermilion border, cheeks. Onset of infection and implant extrusion in lips and perioral during 1999. Implant explanted in 1999. Pt treated with cipro in 02/28/1999.